Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had a sudden return of pain. The patient's pre-implant pain was back. The pain was located in the buttock. The patient had tried changing programs. It was noted that program c was better than programs a and b. Program a was the one the patient had been using prior to the call to patient services on (B)(6) 2016. The patient was going to call a healthcare professional (hcp) and ask for a manufacturer representative's phone number for reprogramming. The patient noted that they had already called the hcp but had not received a call back. There were no falls or trauma reported that could be related to this event. The issue began in (B)(6) of 2016 a couple weeks prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.